Event description:
Customer called to report that the insulin pump alarmed failed battery test and battery out limit. Customer's blood glucose levels were not included in the report. Advised customer that they may continue to wear the insulin pump until replacement pump arrives if they insert a new battery. Product is being returned and replaced.

Manufacturer narrative:
Unit alarmed failed battery test due to faulty battery tube. Unit functioned properly after unplugging and plugging the battery tube connector into b1 I/b. Unable to verify off no power alarm due to failed battery test alarm. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.